Event description:
Add'l info indicates that the reported widened wound was unrelated to the intraocular lens and did not represent a device malfunction. The respondant stated the facility is a teaching hosp and the procedure was performed by a resident. The capsular bag tore as the lens was being rotated into place. An anterior vitrectomy was performed with no add'l complications reported.

Event description:
A user facility reported that during insertion of an intraocular lens (iol), the capsular bag was torn. It was reported, also, that a haptic was torn during the procedure. The association between the torn capsular bag and the iol is not known. Add'l info has been requested.